Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Initial reporter state: the initial reporter's state was determined to be ca based on the area code portion of the provided phone number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd safetyglide¿ needle only, the needle was clogged. The following information was provided by the initial reporter: needle blockage issues.

Manufacturer narrative:
H6: investigation summary. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using a bd safetyglide¿ needle only, the needle was clogged. The following information was provided by the initial reporter: needle blockage issues.